Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the patient became aphasic and was unable to articulate, but able to comprehend simple instructions. There was no evidence of hemiparesis found. Computed tomography (CT) showed no evidence of an acute bleed and it was confirmed an infarct was likely as opposed to a bleed. Due to the valve implant procedure, the risk of intracranial hemorrhage was high, so thrombolysis was not administered. Blood pressure control, antiplatelet therapy and stroke rehabilitation was prescribed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.